Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported seeing an informational por message on their recharger on (B)(6) 2021. The patient was able to clear the power on reset using their patient programmer.